Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported error message and subsequent procedure cancellation could not be determined.

Event description:
Prior an elective lumbar ablation procedure, a "controller not responding" error appeared upon startup and the procedure was cancelled. The procedure was rescheduled and there were no adverse consequences to the patient due to the cancellation.